Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. Evaluation also revealed that the battery compartment was cracked and the battery cap threads were stripped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/28/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/28/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. The battery compartment was found to be cracked and the battery cap was damaged with stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).